Manufacturer narrative:
(B)(4): physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During the device use with a patient, it was reported that the screen blanked briefly and locked up when the user pressed the print button while it was charging to 200 joule for 'pre-charging' check. The user power cycled the device and the same sequence of device engagement resulted in a lock up issue until additional attempts following power on/off showed normal operation. During that time, CPR administration was not interrupted and defibrillation therapy was not indicated for the patient. The device use had no adverse effects on the patient.